Manufacturer narrative:
The device was not returned to olympus for inspection, however tha failure was confirmed by the technical assistance center. A root cause could not be identified. Based on the results of the investigation, regarding the no image, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited no image. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the final investigation. Corrected fields: h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (b30). A root cause could not be identified. Based on the results of the investigation, regarding the scope communication error (b30), the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.